Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2025 was used as an estimate, based on the reported onset occurring 9 months ago.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty getting the implant to inflate and could hear a squishing sound in the pump. A revision surgery was performed, during which the physician confirmed that there was a leak and air bubble in the device. A hole in the right cylinder was also discovered, presumably from the previous surgery and a needle. All components were removed and replaced. There were no patient complications.